Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that during routing device change out procedure, insulation anomaly was observed on the chronic atrial lead. All electrical measurements were normal. The physician elected to cap and replace the lead on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
D10 - concomitant medical products and therapy dates - should have been - bipolar tined vs-1, poly endocardial lead - rather than blank.